Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. She stated that she had changed the infusion set multiple times and the alarm recurred. The blood glucose at the time of the incident was over 500 mg/dl. The customer declined troubleshooting. It was advised to change the entire set. The product will not be returned for analysis.